Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The fracture surface is homogenous and demonstrates minimal ductility which is consistent for the (B)(4) material, a form of martensitic stainless steel. The spiraled fracture plane would indicate breakage under torsion exceeding the shear strength of the material which is consistent with the complaint description. It is unclear what generated the torsional force that broke the tip. The mating screw that was removed from the sternal locking plate was not returned and could not be evaluated. In addition it is unclear whether the noted corrosion occurred before or after the breakage during reprocessing. From a design perspective this complaint is indeterminate because it is unclear the cause of failure. (B)(4). The failure mode is indeterminate. Original awareness date is (B)(4) 2011, new information was received on (B)(4) 2011. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that three of the four blades of the tip are broken off and were not sent back for investigation. The fracture face is homogenous which indicates material conformity. The remaining blade is bent, which is an indication that too much torsional force was applied onto the screwdriver during the screw insertion and that finally a mechanical overload caused this breakage. This complaint is indeterminate from a manufacturing standpoint as a measurement of the missing fragments is not possible.

Event description:
It was reported that during a sternal closure case using the titanium sternal fixation system, the screwdriver broke upon insertion of the screw. The surgeon removed the screw from the sternal locking plate. The broken piece of the driver was retrieved by the surgeon, and was disposed of in the sharps container. The surgeon used a backup screwdriver to complete the surgery without harm to the patient. This is report 1 of 1 for (B)(4).